Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath post-operative. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) parameters may have been contributing to the shortness of breath. The crt-d was reprogrammed to lower the lower rate and remains in use. No further patient complications have been reported as a result of this event.